Event description:
It was reported that the insulin pump did not pick up the glucometer signal due to the meter setup. The blood glucose reading was 380 mg/dl. The customer stated that he had started experiencing the meter communication issue about a week prior. He also noted that he had had laser surgery and did not know whether that would affect his blood glucose levels. He advised that his blood glucose levels should be high since he had just eaten. During troubleshooting, the customer stated that the issue was not with the insulin pump. He advised that the blood glucose value had transferred over to the insulin pump and that no further assistance was necessary. Advised him to consult his doctor about any of the surgery effects on his blood glucose. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-36467